Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported. This event has been deemed non-reportable as per additional information received from the field indicating that this lead was not successfully implanted due to placement difficulties.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported. Additional information received from the field indicating that this lead was not successfully implanted due to placement difficulties. The lead will be returned.